Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump felt warmer than usual. No temperature alarm was received. Blood glucose was 200-230 mg/dl. Tandem technical support advised the customer if there was an issue related to the sensor or temperature, the pump would notify the user. Customer acknowledged information.